Event description:
The customer reported via phone call that three sensors were giving false readings and alarming to change before the sixth day. The customer's sensor glucose reading was 115 mg/dl and blood glucose level was 39 mg/dl. Customer received calibration error and change sensor alarms. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.